Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that staff advise patient line inserted for long term chemotherapy. When flushing prior to treatment commencing saline was seen to be leaking from insertion site. PICC line removed. Line insertion record is not available but split seen at 7cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 7cm and 8cm marks on the catheter body. A kink impression without a split was observed at the 3.5cm, 5.5cm, 7cm, and 8cm marks. The damage location suggested that catheter securement, access and maintenance techniques may have contributed; however, insufficient evidence was available to identify a specific root cause. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that staff advise patient line inserted for long term chemotherapy. When flushing prior to treatment commencing saline was seen to be leaking from insertion site. PICC line removed. Line insertion record is not available but split seen at 7cm. No other information was provided.